Manufacturer narrative:
Product event summary: the device was later returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for recommended replacement time occurred (B)(6) 2012.

Event description:
It was reported the device battery depleted earlier than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for recommended replacement time occurred (B)(6) 2012. Concomitant products: 6932 implantable tachy lead (B)(6) 1996; t505c23 implantable tissue valve (B)(6) 2005; t510-29h implantable tissue valve (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.